Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, according to the event description, error message e433 was displayed which is triggered by the generator¿s safety system and can have different technical causes. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. In the case at hand, it is assumed that the affected hf generator displayed error message e433 due to a defective foot switch. In addition, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed from olympus side with no further actions. However, the reported event/incident will be recorded for trending and surveillance purposes.

Event description:
Olympus was informed that at an unspecified time/date the esg-400 hf-generator issued error message e433. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.